Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that multiple high out-of-range right atrial (ra) lead pace impedance measurements greater than 3,000 ohms from february and may were noted at a device changeout for this pacemaker system. The spring contact lead-header interaction was discussed. The pacemaker device changeout due to normal battery depletion (nbd) was completed successfully, and a new pacemaker containing the updated header was implanted. The ra lead remains in service. No adverse patient effects were reported. The explanted pacemaker was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that multiple high out-of-range right atrial (ra) lead pace impedance measurements greater than 3,000 ohms from february and may were noted at a device changeout for this pacemaker system. The spring contact lead-header interaction was discussed. The pacemaker device changeout due to normal battery depletion (nbd) was completed successfully, and a new pacemaker containing the updated header was implanted. The ra lead remains in service. No adverse patient effects were reported. The explanted pacemaker was returned for analysis.